Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd892216. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis and vomiting in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient had vomiting due to acid as further elaborated as the patient could not eat or keep any food down for several days. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the events. Treatment rendered for the reported events were not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from peritonitis. On (B)(6) 2012, the nurse (rn) could not confirm any adverse event's or hospitalization reported on source documents. Rn was not aware of any recent hospitalizations or adverse events. No new information was reported. No further information was provided.